Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. The pediatric patient returned for re-draw and the results were normal. Erroneous results were not reported. This is the 3rd of 5 occurrences the following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance); - no erroneous results were reported;

Manufacturer narrative:
Investigation summary: bd received 86 samples and no photos for investigation. The customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-plt, hgb, hct, mcv, mch) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. 100 retentions were also visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results-plt, hgb, hct, mcv, mch. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. The pediatric patient returned for re-draw and the results were normal. Erroneous results were not reported. This is the 3rd of 5 occurrences. The following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance); no erroneous results were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.